Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not feel comfortable using cartridge. Tandem technical support did not identify any issues with cartridge. Customers blood glucose level was 390 mg/dl.